Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the moment of connection, it was observed in lumens of the branches of the catheter that there were fissures that allow the passage of air when returning with the 5 cc syringe. The doctor was informed and had to open a new catheter to change the product and continue with the dialysis therapy. The catheter was not repaired. Tego was utilized and there was no luer adapter issue. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. There was no patient injury.